Manufacturer narrative:
A field service engineer (fse) was on-site and replaced the waste sump on (B)(4) 2010.

Event description:
Customer contacted beckman coulter inc. (Bci) stating that the hydrocanister lids on the unicel dxc 800 synchron chemistry analyzer cracked causing vacuum errors. There is no injury reported on this issue.